Manufacturer narrative:
(B)(4). The returned naviflex delivery system was analyzed, and a visual evaluation noted that the push catheter and pull wire were kinked. The unit was cut at the laboratory as part of the investigation and it was confirmed that the guide catheter was detached and not returned for analysis. No other problems with the device were noted. Based on the product analysis, it was determined that the push catheter and pull wire were kinked. Additionally, the guide catheter was detached and not returned for analysis. It is likely that the handling and manipulation of the device during use or user technique when inserting the unit into the scope caused the device to kink. This condition can cause friction between the components at kinked/bent areas in the catheter and continued attempts to release the stent or force retracting the guide catheter in order to release the stent can result in guide catheter detachment. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Boston scientific received a naviflex rx delivery system with no associated information. Evaluation of the device revealed that the guide catheter was detached. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.